Event description:
Home patient (hp) reports a leak in the tubing of the apd extension set. Noted during 1st cycle of apd therapy. Hp paused therapy and disconnected extension set from homechoice set. Therapy was resumed and completed per hp. Hp notified hcp and an effluent sample was collected. No patient injury or medical intervention per hp.